Event description:
The customer reported that the patient will have an alarm event, and it will initially do an audible alarm. Then the audible alarm will silence itself. There was no adverse event or patient harm reported.